Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose in the 200 mg/dl range due to a slow leak of insulin coming from the infusion set. Pt noticed the leak when her shirt was wet with insulin, and the wetness was located near the infusion needle. The infusion set connections were secure. The infusion set had been in use for 2 days. Pt advised that she would go home and change the infusion set. She called back later the same day. No handling errors were found during troubleshooting. The infusion tubing was not pulled. Normal blood glucose is 140 mg/dl, and pt bolused through the infusion device to decrease her blood glucose. Infusion set was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.